Manufacturer narrative:
Additional information: a inflation device with saline fluid was used to inflate the balloon. The balloon did not expand even when inflated and seemed to be leaking from the beginning. No fragmentation or separation occurred. The device was safely removed from the patient. Product analysis the device was returned with the balloon in a post-inflated state, the device was flushed, and a 0.035¿ guidewire was loaded when the balloon was inflated a pinhole leak was found on the proximal cone of the balloon, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an admiral xtreme pta balloon during treatment of a plaque lesion in the patient¿s proximal common iliac artery. No resistance occurred during delivery. A balloon burst during inflation was reported. The device was removed from the patient and a different balloon was used to complete the procedure. No patient complications have been reported as a result of this event.